Event description:
It was reported that the patient with this insertable cardiac monitor (icm) presented to the clinic with the icm completely outside the body. The wound appeared to be healed. The physician will re implant a new monitor in the future. The patient was unenrolled from website. The icm is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction of impact codes, and evaluation conclusion codes, h6 fields.

Manufacturer narrative:
"Adverse event/product problem" field updated with new selection. "Device available for evaluation" updated to "yes". "Return to manufacturer date" updated with date the device was received by boston scientific. "Device evaluated by manufacturer?" Field updated to "yes". "Evaluation method codes" updated for the returned product.

Event description:
It was reported that the patient with this insertable cardiac monitor (icm) presented to the clinic with the icm completely outside the body. The wound appeared to be healed. The physician will re implant a new monitor in the future. The patient was unenrolled from website. The icm has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this insertable cardiac monitor (icm) presented to the clinic with the icm completely outside the body. The wound appeared to be healed. The physician will re implant a new monitor in the future. The patient was unenrolled from website. The icm is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction of impact codes, h6 field.

Event description:
It was reported that the patient with this insertable cardiac monitor (icm) presented to the clinic with the icm completely outside the body. The wound appeared to be healed. The physician will re implant a new monitor in the future. The patient was unenrolled from website. The icm is expected to be returned for analysis. No additional adverse patient effects were reported.